Manufacturer narrative:
Results: two possible lot numbers were provided for this incident: (B)(4). A review of the device history records revealed no irregularities during the manufacture of either of the reported lot numbers. A review of the returned sample confirmed that the catheter had broken. No damage to the adapter was observed. The returned unused units were pull tested to test the integrity of the catheter/adapter junction. Each unit met mfg specifications. Conclusions: the engineer concludes that the catheter was most likely cut by the pt prior or during removal.

Event description:
Pt withdrew the catheter from the right wrist with her other hand. The nurse realized that a part of the catheter was missing. The test revealed a part of the catheter had remained in the vein, approx 17 mm in length and 0.8 mm in diameter. Surgical intervention was required to remove the remaining tubing.